Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the reagent block was cracked on the hemoglobin (hgb) lyse end. Fse replaced the cracked reagent block and primed reagents. Fse then ran the instrument and no further evidence of leaking was found. The cause of the leak was a cracked reagent block. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was residue that resembled dry diluent under their coulter act 5 diff cap pierce (cp) instrument. The instrument was not in use. The source of the leak could not be determined. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.